Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery the needle came loose. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: one unpackaged ar-1588rtt acl fibertag® tightrope® implant was received for investigation. Visual evaluation of the returned device noted only a portion of the blue suture and needle were returned for investigation. It was further noted that the needle remained attached to the blue suture. Functional testing was not performed due to the damage to the device. The most likely cause for the observed damage can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning. Refer to investigation photos. Complaint allegation that the needle came loose is not confirmed.